Manufacturer narrative:
E1: initial reporter city: (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.